Event description:
This unsolicited device case from (B)(6) was received on 30-may-2016 from a physician. This case involves a male patient of unknown age who experienced inflammatory reaction after receiving treatment with synvisc one. The patient was previously treated by synvisc one on (B)(6) 2014. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection a once (dose, indication, batch/ lot number and expiration date: not provided) into right knee. On (B)(6)2016, 7 days after treatment with synvisc one, the patient experienced an inflammatory reaction. It was reported that the physician punctured 15 cc but analysis did not show bacteria. It was reported that the knee continued to swell and the patient went himself to the emergency department in his city where he was hospitalized for 1 week with antibiotic therapy prescribed for 3 weeks and anti-inflammatory treatment. Corrective treatment: antibiotic therapy, anti-inflammatory treatment. Outcome: unknown. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Imputability: c1s2b3. Seriousness criteria: hospitalization or prolongation. Additional information was received on 31-may-2016. Ptc number and results were added and text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 30-may-2016 from a physician. This case involves a (B)(6) male patient who experienced inflammatory reaction and sweating after receiving treatment with synvisc one. The patient was previously treated by synvisc one on (B)(6) 2014. The medical history of the patient included chondropathy on sequel of osteochondritis, diagnosed on (B)(6) 2014, previously treated with one course of treatment with synvisc one. No concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection a once (dose: not provided, batch/ lot number: 5rsk006 and expiration date: sep-2018) into right knee for sequel of osteochondritis. The injection was performed with a long green needle, with the product at ambient temperature, via lateral-external (supra-patellar) route. After the infiltration, the patient did not have intense physical activity. On (B)(6) 2016, 7 days after treatment with synvisc one, the patient experienced an inflammatory reaction. The patient experienced painful joint effusion of the knee, associated with sweating for one night. The liquid was citrus colored/ inflammatory and was sterile. Cryotherapy was performed, with no effect. The effusion worsened leading to repeat puncture two days later, during the hospitalization, removing 90 ml. The liquid was sterile. Then the patient received an antibiotic treatment for 3 weeks. It was reported that on (B)(6) 2016, the physician punctured 15 cc but analysis did not show bacteria. It was reported that the knee continued to swell and the patient went himself to the emergency department in his city where he was hospitalized for 1 week with antibiotic therapy prescribed for 3 weeks and anti-inflammatory treatment. As of (B)(6) 2016, the patient had not recovered. Corrective treatment: antibiotic therapy, anti-inflammatory treatment. Outcome: not recovered for inflammatory reaction and recovered for sweating. Reporter causality: possible. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsk006 with expiration date (09/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsk006 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Imputability: c1s2b3 for inflammatory reaction. Seriousness criteria: hospitalization or prolongation for inflammatory reaction. Additional information was received on 31-may-2016. Ptc number and results were added and text was amended accordingly. Additional information was received on 03-aug-2016 from physician. Age of the patient was added. Medical history was added. Information regarding the injection and needle was added. The product start date was updated from (B)(6) 2016. The indication and lot number for suspect drug was added. The event (inflammatory reaction) start date was updated from (B)(6) 2016. An additional symptom painful joint effusion was captured for the event of inflammatory reaction. Cryotherapy was added as an additional corrective treatment for the event inflammatory reaction. An additional event of sweating was added along with the details. The outcome for the event inflammatory reaction was updated from unknown to not recovered. Clinical course was updated and text was amended accordingly. Additional information was received on 09-aug-2016. The expiration date of suspect product was added. Ptc results with lot number were added.

Event description:
This unsolicited device case from (B)(6) was received on 30-may-2016 from a physician. This case involves a male patient of unknown age who experienced inflammatory reaction after receiving treatment with synvisc one. The patient was previously treated by synvisc one on (B)(6) 2014. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection a once (dose, indication, batch/ lot number and expiration date: not provided) into right knee. On (B)(6) 2016, 7 days after treatment with synvisc one, the patient experienced an inflammatory reaction. It was reported that the physician punctured 15 cc but analysis did not show bacteria. It was reported that the knee continued to swell and the patient went himself to the emergency department in his city where he was hospitalized for 1 week with antibiotic therapy prescribed for 3 weeks and anti-inflammatory treatment. Corrective treatment: antibiotic therapy, antiinflammatory treatment. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: hospitalization or prolongation. (B)(4).

Event description:
This unsolicited device case from france was received on 30-may-2016 from a physician. This case involves a (B)(6) male patient who experienced inflammatory reaction and sweating after receiving treatment with synvisc one. The patient was previously treated by synvisc one on (B)(6) 2014. The medical history of the patient included chondropathy on sequel of osteochondritis, diagnosed on (B)(6) 2014, previously treated with one course of treatment with synvisc one. No concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection a once (dose, batch/ lot number: 0024765rsk006 and expiration date: not provided) into right knee for sequel of osteochondritis. The injection was performed with a long green needle, with the product at ambient temperature, via lateral-external (supra-patellar) route. After the infiltration, the patient did not have intense physical activity. On (B)(6) 2016, 7 days after treatment with synvisc one, the patient experienced an inflammatory reaction. The patient experienced painful joint effusion of the knee, associated with sweating for one night. The liquid was citrus colored/inflammatory and was sterile. Cryotherapy was performed, with no effect. The effusion worsened leading to repeat puncture two days later, during the hospitalization, removing 90 ml. The liquid was sterile. Then the patient received an antibiotic treatment for 3 weeks. It was reported that on (B)(6) 2016, the physician punctured 15 cc but analysis did not show bacteria. It was reported that the knee continued to swell and the patient went himself to the emergency department in his city where he was hospitalized for 1 week with antibiotic therapy prescribed for 3 weeks and anti-inflammatory treatment. As of (B)(6) 2016, the patient had not recovered. Corrective treatment: antibiotic therapy, anti-inflammatory treatment. Outcome: not recovered for inflammatory reaction and recovered for sweating. Reporter causality: possible. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Imputability: c1s2b3 for inflammatory reaction. Seriousness criteria: hospitalization or prolongation for inflammatory reaction. Additional information was received on 31-may-2016. Ptc number and results were added and text was amended accordingly. Additional information was received on 03-aug-2016 from physician. Age of the patient was added. Medical history was added. Information regarding the injection and needle was added. The product start date was updated from (B)(6) 2016. The indication and lot number for suspect drug was added. The event (inflammatory reaction) start date was updated from (B)(6) 2016. An additional symptom painful joint effusion was captured for the event of inflammatory reaction. Cryotherapy was added as an additional corrective treatment for the event inflammatory reaction. An additional event of sweating was added along with the details. The outcome for the event inflammatory reaction was updated from unknown to not recovered. Clinical course was updated and text was amended accordingly.